Event description:
In 2009, the pt reported she had elevated blood glucose readings this morning of 218 mg/dl and 329 mg/dl. She said she tries "to stay around 100 mg/dl." She stated a day prior, she noticed a big air bubble in the insulin cartridge of her infusion device. She stated she uses room temperature insulin to fill her cartridge. She said her headset had been in use for 3 days and she thought her site location was "bad" so she changed her headset and site. She changed her headset again during the report. She stated her cartridge was last changed at approx one week prior. She said she normally changes her cartridge ever 9-10 days. The pt was advised to contact the insulin manufacturer for recommended use. The pt was assisted with priming out the air bubble. On follow up with the pt at about 5 days later, she said she has had no further air bubbles and her blood glucose this morning was 149 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
Results/conclusions: no product will be returned for eval.